Manufacturer narrative:
The device history record review could not be performed because the lot number of the subject device is not known. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that after the internal carotid artery thrombectomy with the retriever was performed, the right m1 segment occlusion remained. Therefore, percutaneous transluminal angioplasty (pta) was performed with a balloon microcatheter (subject device); however, the right m1 segment was not recanalized. The following day, the patient suffered asymptomatic intracerebral hemorrhage and the patient's blood pressure was maintained as treatment. The physician's opinion that was reported indicated that it is unknown which devices (retriever or balloon) were related to the asymptomatic ich. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that after the internal carotid artery thrombectomy with the retriever was performed, the right m1 segment occlusion remained. Therefore, percutaneous transluminal angioplasty (pta) was performed with a balloon microcatheter (subject device); however, the right m1 segment was not recanalized. The following day, the patient suffered asymptomatic intracerebral hemorrhage and the patient's blood pressure was maintained as treatment. The physician's opinion that was reported indicated that it is unknown which devices (retriever or balloon) were related to the asymptomatic ich. No further information is available.